Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause could not be established but appears to be linked to stress, fracturing and dust/dirt should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited the connection between bending section and distal end was detached and there was foreign material in the channel mount. There was no patient involvement.